Event description:
The stryker sales rep reported to her manager that she had pricked herself on a piece of instrumentation that was used on the patient during surgery and a few days after surgery, she was notified by the surgical team that the patient had been tested and was positive for hepatitis c.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.